Event description:
This case was reported by a consumer via a regulatory authority (FDA medwatch program) and described the occurrence of lower leg pain in a pt, who received super poligrip denture adhesive cream ((B)(4)) and fixodent denture adhesive cream for denture adhesion. In 1986, the pt started using super poligrip and fixodent (dental) at 1 application(s) four times per day. The patient discontinued fixodent in approximately 2003, and began using super poligrip exclusively for the six to seven years preceding the report to the medwatch program. At an unk time after starting super poligrip and fixodent, the pt experienced lower leg pain. In 2004, the pt was diagnosed with neuropathy. The pt reported that the condition was permanent and disabling. This case was assessed as medically serious by gsk. Super poligrip was discontinued in 2009. At the time of reporting, the events were unresolved. (B)(4).